Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the ceiling-suspended protective cover came in contact with the arm and came off. The plate-shaped spring also came off, and it cannot be attached well. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer and the customer took care of the problem himself. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the ceiling-suspended protective cover came in contact with the arm and came off. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.